Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, the basket would not open. It is unknown if the event took place inside or outside the patient or how the procedure was completed. It is also unknown if there was a stone in the basket when it was unable to open. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.